Event description:
It was reported that the PICC was accessed and bleed back prior to commencing chemotherapy. Infusion completed with no problems. Patient discharged with 5fu pump attached and attended 48 hours later, on (B)(6) 2025 for pump removal. On removal of the dressing to PICC line, clinician noticed fluid collection surrounding the PICC insertion area approximately 8cm diameter of extravasation. The patient suffered with pain numbness and loss of function. They were unable to aspirate from the PICC line. Treated for extravasation. Patient had to be referred to plastics, neuro team and occupational therapy (ot). Additional information received on 5/9/2025: the line was inserted to 39 cm and the puncture was found at 36 cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.